Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that erratic flow readings occurred, backflow alarm sounded, and negative flow values were displayed. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no reported adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.